Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the mma embolization procedure, physician was trying to pass the subject guidewire through dissection in external carotid. While doing so he faced a lot of difficulty and the subject guidewire was seen pretty beaten up. After multiple attempts to cross dissection, he removed the subject guidewire but its tip was left behind in eca (external carotid artery). Multiple attempts were made to extract the broken tip of the subject guidewire by using a stent retriever and a snare device but were unsuccessful and the tip was left inside the patient's anatomy. The procedure was completed by catheterizing the mma by embolizing it with particles. Patient¿s anatomy was very tortuous and there was a surgical delay of 30-45 minutes. Patient has been reported to have expired and it was confirmed that the death was not related to the reported incident. No further information is available.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The product was not returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the guidewire tip was not shaped, continuous flush was maintained for the duration of the procedure, the patient's anatomy was very tortuous, the issue was noted when trying to pass the wire though dissection in the external carotid, a microcatheter was used in the procedure, and there were no difficulties encountered during usage of the device that could have contributed to the issue (everything was smooth, no resistance, did not feel the fracture happen). While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the mma embolization procedure, physician was trying to pass the subject guidewire through dissection in external carotid. While doing so he faced a lot of difficulty and the subject guidewire was seen pretty beaten up. After multiple attempts to cross dissection, he removed the subject guidewire but its tip was left behind in eca (external carotid artery). Multiple attempts were made to extract the broken tip of the subject guidewire by using a stent retriever and a snare device but were unsuccessful and the tip was left inside the patient's anatomy. The procedure was completed by catheterizing the mma by embolizing it with particles. Patient¿s anatomy was very tortuous and there was a surgical delay of 30-45 minutes. Patient has been reported to have expired and it was confirmed that the death was not related to the reported incident. No further information is available.